Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. The customer stated that insulin did not exit after prime fill. Customer tried all the remedies. Trouble shooting was performed. No harm requiring medical intervention were reported. The device will will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.